Manufacturer narrative:
As reported in a research article, one year and nine months after a patient was implanted with an amplatzer septal occluder they presented with fever, nodule, rash, and multiple infarcts in the cerebral and abdominal organs. Echocardiography revealed a mobile vegetation adhered to the occluder. The occluder was explanted due to alleged infective endocarditis. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "an emergent surgical case of infective endocarditis after percutaneous atrial septal defect closure" was reviewed. This research article reported a case study on a 50 year old woman who underwent a percutaneous atrial septal defect closure using an amplater septal occluder(aso) for a patent secondary foramen atrial septal defect. One year and nine months later, the patient was referred to the hospital because of fever, nodule and rash in the extremities and multiple infarcts in the cerebral and abdominal organs. Echocardiography revealed a mobile vegetation adhering to the aso device. Infective endocarditis was diagnosed and the patient was urgently operated on. Intraoperative transesophageal echocardiography revealed a 15-mm-sized vegetation attached to the left atrial side of the aso and extending in the anterior mitral leaflet direction with no spread or attachment to the mitral valve annulus or anterior leaflet. The vegetation was gelatinous and fragile and the aso device was explanted from the patient and the defect was patch closed using bovine pericardium. The surface of explanted aso was poorly endothelialized. The withdrawal from the artificial heart lung was easy, and the operation was finished without the problem. The patient was discharged on postoperative day 42 with no recurrence of symptoms on antimicrobial therapy. The article concluded that infective endocarditis after percutaneous atrial septal defect closure using aso's is a rare, but a serious systemic complication that may require surgical explant of the device.